Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) checked and reseated all connections to the ccm. The fsr replaced the hard drive and the ccm still wouldn't boot up. The fsr reinstalled the original hard drive into the ccm. The fsr installed a loaner ccm and the unit operated to manufacturer specifications and was returned to clinical use. The suspect ccm was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a "boot disk failure" displayed on the central control monitor (ccm). As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.